Event description:
(B)(4) clinical study. It was reported that myocardial infarction was experienced. In (B)(6) 2011, patient presented due to stable angina and was referred for cardiac catheterization which revealed the target lesion was a de-novo lesion located in the mid right coronary artery (rca) with 90% stenosis and was 10 mm long with a reference vessel diameter of 2.75 mm. The lesion was treated with pre-dilatation and placement of a 2.75 mm x 16 mm taxus¿ element¿ stent, with 0% residual stenosis. A day after, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2014, the patient presented to the emergency department with retrosternal pain which was subsequently diagnosed as non-st elevation myocardial infarction (nstemi). The patient had intense retrosternal pain on 3 occasions a day prior to the visit. 2 vials of lasix were administered with other IV medications and the patient was hospitalized on the same day for further evaluation. Patient's cardiac enzymes were found to be elevated and the site reported an event of myocardial infarction (mi). An ECG was performed (mi type-non-q wave) and it was observed that the subject experienced ischemic symptoms. Medication was given to treat this event. In (B)(6) 2014, the event was considered resolved without residual effects and the patient was discharged on the same day on aspirin.

Manufacturer narrative:
(B)(6). Device is a combination product. It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).